Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that they believed they caused the issue by pushing buttons; however, the manufacturer's representative talked them through it and go it going again. It was on program a. Patient reported they had laid it aside for 2-3 months. Patient stated lately it is causing trouble getting it turn on. Patient has to "fight" with it a little. It is not buzzing in their back when they finally get it turned on. Patient reported it works fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. It was reported that the patient was seen in the clinic on (B)(6) 2018. The device was interrogated and found to be working correctly. Cause was unknown.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead.

Event description:
The consumer reported via a manufacturer representative (rep) that after they were implanted during post-operative programming, the stimulation was not felt on the right side through both leads and the targeted pain was on their right leg. The rep explained to the patient that the stim coverage might not be as expected right after the implant procedure. There were no factors that might have led or contributed to the issue. For troubleshooting, it was noted that the impedance measurements were normal, the rep mapped the electrodes, and made changes to multiple electrode combinations and parameters. To resolve the issue, the rep requested the physician to move the leads to the right during the implant procedure but the issue did not resolve. The rep also notified the physician of the issues post op. The issue was not resolved at the time of the report, the patient was alive with no injury and it is unknown if surgical intervention occurred or was planned; the rep would meet with the patient again at the post-operative visit. Follow-up is not required at this time and there is no further information related to this event. The indication for use for the implanted device was noted as lumbar radiculopathy and spinal pain. Additional information was received from a manufacturer representative (rep) on 2017-feb-27. It was reported that they reprogrammed the device on (B)(6) 2017 using hd stimulation to achieve stim output on the patient¿s right legs. On the day of the report, the patient stated that he still had no relief in their right leg and that all of the stimulation was felt in their left leg. The rep then reported that the patient had a meeting on (B)(6) 2017 for a probable lead revision. Further information received from the manufacturer¿s representative reported that the patient reported some pain relief with the high density (hd) settings. Further information received from the manufacturer's representative reported that the patient was scheduled for an x-ray for lead placement on (B)(6) 2017 and would likely have a lead revision in the future. Further information received from the manufacturer's representative reported that the patient was to be scheduled for a lead revision and that the coverage remained left only.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2019. It was reported that the patient thought that their device wasn¿t working and it broke; he thought that he pushed the wrong buttons and he was not feeling vibration/stimulation. So, the patient ¿just laid it aside¿. The patient noted that he hadn¿t used the implantable neurostimulator (ins) in several months but kept up with his recharging sessions. When the patient used the patient programmer (pp) to connect, but it showed that the stim was off. When the patient was instructed on how to turn the stim on, he immediately began to feel stim, but it wasn¿t working for their leg. Stim was felt in their lower back, but that was not where they had it programmed. When the patient tried group d, ¿it was shaking the wrong leg and said these things can make you curl up¿, indicating that the stim was too high. The stim was decreased and switched to group a, and the stim was beginning to reach his right leg by the end of the call where the patient had pain. In the end, the patient was redirected to follow-up with their healthcare professional (hcp) to adjust settings/therapy as needed.